Event description:
The customer reported that the autopulse platform (sn (B)(6) ) failed to operate due to user advisory (ua) 18 (max take-up revolutions exceeded) during the resuscitation of a patient. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) ) failed to operate due to user advisory (ua) 18 (max take-up revolutions exceeded)," which was confirmed based on the archive data review but not during the functional testing. The autopulse platform displays ua18 per design if the autopulse has detected that the patient's chest is too small while sizing the patient (take up) or that no patient is on the platform. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Upon visual inspection, no physical damage was noted. The internal inspection of the autopulse platform revealed a heavily contaminated channel die cast, unrelated to the reported complaint. The channel die-cast was replaced to address the observed damage. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The clutch plate was deburred to remedy the problem. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The autopulse platform was manufactured in january 2018 and is over five years old. The archive data indicated multiple ua18 messages around the reported event date, thus, confirming the reported complaint. In addition, unrelated to the reported complaint, the archive revealed multiple ua12 (lifeband not present) messages around the reported event date. The ua12 message was reproduced during the functional testing. The autopulse platform failed preliminary functional testing due to ua12 (lifeband not present) displayed upon powering on, unrelated to the reported complaint. To troubleshoot the root cause of ua12, the lifeband clip detect switch inspection was performed, and it confirmed that the switch lever was not parallel to the switch case due to the loose screws. The screws were re-tightened and torqued to their specification to address the ua12. The ua18 message reported by the customer was not reproduced during the functional testing. The load cell characterization results indicated that both modules function within the specification. A functional run-in test was performed using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error.